Event description:
Same case as MFR report #: 2134265-2009-07160. It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rota wire fracture occurred. Upon adjusting the rotational speed of the rotalink plus, the rotawire detached near the distal tip of the burr. The physician attempted to insert another rotawire in the same rotalink plus, however, he encountered resistance. The procedure was completed with another of the same rotalink plus and rotawire. The device had no contact with the pt.

Manufacturer narrative:
(B)(4)